Manufacturer narrative:
Unit received with missing retainer. Unable to perform displacement test due to missing retainer. The insulin pump was received with the following physical damage: missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture at bottom corner of overlay and peeling end cap address label.

Event description:
The customer reported via phone call that their insulin pump was damaged on the reservoir compartment. Customer stated the reservoir still locks in place but the plastic piece at the reservoir compartment keeps popping off. The customer¿s blood glucose level was 224 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.